Event description:
It was reported to boston scientific corporation in 2009, that a rx dilatation balloon was used during an endoscopic papillary balloon dilatation procedure performed one month prior. According to the complainant, they noted that the pouch was already open. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.